Event description:
Flex menstrual disc became stuck and developed significant difficulties during removal that required medical intervention. Placement instructions followed carefully, inserted without issues, attempted to remove at 12 hours despite trying various positions, relaxation techniques, unable to remove the disc which required both a physician assistant (pa) and a physician (md) to fully remove the disc. During the removal process, the disc portion broke under the pressure of clamps, though fortunately, it lost suction. They were both unsuccessful at trying to manually remove without the use of medical instruments. The harder rim and retained disc portion remained stuck, requiring further intervention to resolve.